Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display during use. The home patient (hp) reported they had the alarm on the previous therapy and powered off. The technical service representative (tsr) reviewed the alarm log and found se 2240. The hp had disposed of setup. The tsr explained the alarm and the hp said she might have left the clamp open on the unused line. The tsr advised to let the registered nurse (rn) know about the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up the home patient (hp), they stated they had called the technical service representative (tsr) regarding a se 2240 and powered off the hc and disposed of the setup. The hp reported she may have left the clamp open on the unused line. The hp reported she is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.